Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the skin for longer than 48 hours and experiencing multiple pod failures associated with persistent hyperglycemia. The patient stated that several pods were not delivering insulin effectively, resulting in blood glucose levels ranging from approximately 250 to 400 mg/dl. (Patient relies on fingerstick glucose measurements and does not use sensor). The patient also reported some redness at the pod insertion site, which was described as usual for the patient. Due to ongoing elevated blood glucose levels and gastrointestinal symptoms, the patient sought medical attention on (B)(6) 2026. Symptoms reported at the time included abdominal pain, stomach discomfort, constipation, and overall high blood glucose. The patient was wearing a pod at the time of the emergency room visit and sought care to rule out diabetic ketoacidosis. The emergency room visit lasted approximately four to five hours, and the patient was discharged on the same day. The medical provider diagnosed a viral infection. Treatment consisted of fluids and blood work; no medications were prescribed.